Event description:
It was reported that pump alarm indicating battery depletion. New batteries had been inserted, but the pump would not power on. The batteries were removed and replaced, after which the pump powered on but alarmed with error code 1660. The batteries were removed and replaced multiple times, although the pump-initiated power-up on one attempt, the 1660 alarm persisted and the clamp was closed. The operator of the device was health care professional and event occurred in patient home. There was patient involvement and no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H3: neither sample nor pictures were received for the analysis of this complaint. Without the return of the product a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation. The service history review had no indication that the complaint was related to a service of the device within the review period